Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the insulin pump got a critical pump error as well as pump error alarm. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and motor safety circuit failed test error due to software error. Unable to verify this alarm is generated when a power failure is detected error due to critical pump error.